Event description:
Reporting status: malfunction. Reporting rationale: a separated guide wire is likely to cause or contribute to pt injury. Device issue: guide wire separation. It was reported that during an unspecified procedure, the bmw guide wire (gw) was advanced through a guide catheter, but the tip looped/prolapsed in the vessel. The physician retracted the gw into the guide catheter in an attempt to eliminate the loop/prolapse. The gw was eventually removed from the guide catheter to 'control the distal tip integrity', however, it was noted that a portion of the gw had detached. The guide catheter was removed from the anatomy and the detached portion was located in the guide catheter. A second guide catheter and gw were used in the procedure. There was no reported pt effect. No additional info provided.

Manufacturer narrative:
(B)(4). Result - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood on the coils. There was no contrast visible. The core was separated at the proximal end of the hypotube. There was core material visible at the proximal end of the hypotube. The tip had a hooked shape. There was a kink in the tip 2 mm and a bend in the tip 6 mm, proximal to the tipball. There were two kinks in the core 50.2 cm and 70.1 cm distal to the proximal end of the guide wire. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on the confirmed that core and shaping ribbon were intact. The guide wire was sent to the scanning electron microscopy (sem) lab for further investigation. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.